Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient went swimming on (B)(6) 2013 evening and the patient¿s blood glucose (bg) was in the 300'smg/dl. The reporter stated that they thought perhaps they miscalculated some carbohydrates and dosed for correction and patient went to bed. On the morning of (B)(6) 2013, the patient woke up and felt ill; at 10:00 a.m.. The patient checked ketones and was at 3.8. The reporter did not have bg level and the patient felt ill with vomiting at this time. The reporter called healthcare professional who instructed them to change the site and go to hospital for some fluids. The reporter stated that they took the patient to primary children's hospital. The patient was treated with fluids and insulin via syringe and released that same day to home. The reporter stated that the patient has still been having elevated bg levels this a.m. And ketones going up and down. The reporter stated that the patient is off insulin pump therapy until replacement pump arrives. The reporter stated that the most current bg is 135mg/dl. Customer support (cs) reviewed the pump and all settings appear to be correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the pump history shows the last bolus and the last basal were delivered on 07/01/2013. The total daily dose prior to the event add up correctly and reflect the users programmed basal rate. History shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification. Investigators were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.